Event description:
New information indicated that the lead exhibited loss of capture. The patient's health declined. The lead was explanted and during explant, the lead -broke-. A new lead was implanted.

Manufacturer narrative:
This supplemental report is to correct supplemental MDR 3010215456-2015-27740 submitted on december 3, 2015, should have been yes rather than blank.

Event description:
New information indicated that the patient presented for follow up. All lead measurements were within range and the patient was in good condition.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the left ventricular lead exhibited noise.

Event description:
It was reported that a merlin.net transmission revealed that high, out of range, pacing lead impedance was noted on the left ventricular lead.

Manufacturer narrative:
(B)(4).